Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reed switch was then tested by changing the magnet response to store egm. A magnet was applied and the device operated appropriately. The memory location that monitors the reed switch was also tested several times, and operated normally. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient indicated their implantable cardioverter defibrillator (ICD) was exhibiting tones. Troubleshooting was performed and a disk analysis of the device data was performed, however, no anomalies were found. During discussion, they found that when the patient was in neck surgery in december, the health care professional (hcp) had difficulty applying the magnet to the correct spot on the device which resulted in 3 inappropriate shocks. A month went by and they still could not find the cause of the tones, so the physician elected to replace the ICD. The physician was also concerned about the inappropriate shocks during the patient's previous procedure, and thought that they may have resulted in an unknown issue with the device, causing it to beep. No additional adverse patient effects were reported.